Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an infection and erosion at the ins pocket site. The ins was replaced. No patient symptoms or further complications were reported as a result of this event.